Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the blade of the device stopped cutting. The hand trigger made a clicking sound like something inside the hand piece had broken and the blade stopped spinning and cutting. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.